Manufacturer narrative:
Initial reporter's phone number: (B)(6). Device repairs for implementation of field change order (B)(4)

Event description:
The customer reported that the surveillance would shut down and restart when discharging or moving a patient. There was no patient incident.